Manufacturer narrative:
The definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd unit, the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device discovered a damage on ccd unit. There was no patient involvement.